Manufacturer narrative:
Device passed the rewind, basic occlusion, prime/a33, self test and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. No e70 alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump alarmed motor error during rewind. No damage to the drive support cap was reported. The device was not exposed to high magnetic field. Also a motor position encoded error alarm was confirmed in the alarm history. The customer was unable to exit the rewind screen. Blood glucose level is unknown. The insulin pump will be returned for analysis